Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they got a message on their controller that said to call the other day. Patient stated they were trying to charge the implant and it was not charging. Patient stated before they go to bed, they turn the stimulation off and in the middle of the night, the stimulation comes back on by itself. Caller reports they only need stimulation when they are moving around, not sitting. Caller reports they had stimulation turned off, but just checked now and its on. Patient did not know the exact message but only to call. Suggested that the caller write down the error message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.